Event description:
A caller reported that the internal battery charge increased by 45% in a short period. The customer's blood glucose level was not adversely impacted. Technical support provided the caller with education on battery jumps and informed them that a software update by tandem resolved the issue. The caller was given guidance on updating the pump software and understood the steps to resolve the issue until the update could be completed.